Event description:
It was reported that there was a lead integrity warning due to the ventricular electrogram from the left ventricular (lv) lead showing episodes of oversensing and non-physiological noise which resembled electromagnetic interference. It was noted that approximately two years prior during a routine device change out the lv and right ventricular (rv) lead connectors were electively switched in the device header so the lv lead was sensing the rv. The physician was going to check with the patient to determine what they may have been doing at the time of the episodes. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2006; 6949 implantable defibrillation lead (B)(6) 2006. (B)(4).